Manufacturer narrative:
Correction information was provided in d.10. And h.11. On initial medical device report (MDR) the concomitant medical product "company cartridge" was added twice and submitted. It should have been once. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a crack in the middle of the lens after the lens had been fully injected and opened in the eye. The lens was explanted and replaced with an unspecified backup lens during the initial procedure. The procedure was completed on the same day with a 5-minute delay. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.